Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy s20 phone with android 13 operating system. The customer was unable to receive alarms due to the application. As a result, the customer experienced hypoglycemia symptoms and a loss of consciousness, requiring treatment of coca cola by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported no alarms using freestyle librelink application. Attempted to replicate the customer complaint using a similar configuration. The application was downloaded. The sensor successfully scanned to application and glucose results were observed. Despite a comprehensive investigation, the reported issue could not be replicated, and the system functioned as intended under the tested conditions. Potential causes based on the customer¿s reported application and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.